Manufacturer narrative:
(B)(4). Patient year of birth: 1971. Concomitant medical device: unknown head. 110010264 7164679 g7 osseoti multihole 52mm e. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00271.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately one week post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos received. Visual examination of the provided pictures identified a revised high wall liner with a ceramic head; no other observations could be made from the image. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined, however it was noted a competitor head was used with a zimmer biomet liner and this would be considered off label use per IFU. Only authorized combinations should be used. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.